Event description:
It was reported that when the pt came in for her first refill after implant all 40 ml of drug were found in the pump (expected reservoir volume was 5ml). Two days later, the pt underwent a myelogram. The physician could not aspirate and did not want to push the drug through the catheter so no catheter dye study was performed. The rotor study showed the rollers were moving. It was reported that the pt would be scheduled for surgery. No pt outcome was reported. The pt's pump contained lioresal (no concentration or dose was reported). Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.